Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, clonidine, and 1-2 more medications at an unknown concentrations and doses via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient overdosed due to a pocket fill. The previous healthcare provider (hcp) found the patient on the floor of the bathroom and had to administer narcan.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.